Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736226, serial/lot #: 2.0.0 h3: a software analysis was initiated. As per the case details, the site felt inaccuracy after the registration, but after switching from a patient reference frame to 3-point touch and after the technical services (ts) help the site was able to verify the registration and proceeded. As per the case details, with the different registration techniques and help from ts resolved the issue. Based on the information provided, there is no indication that a software anomaly contributed to the reported behavior. The software appears to be working as designed. H6: b01, c19 and d14 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgical procedure. It was reported that during a case, the surgeon felt inaccurate after registering the patient. The site was using the patient reference frame registration with a non-invasive patient tracker (nipt) and has passed registration, but the surgeon said it was "far off" when verifying. Technical services (ts) had the site switch from patient reference frame to three point touch registration. Ts helped the site verify the registration tool, and continue with registration. The site felt confident in the new registration and went on with the surgery.